Manufacturer narrative:
The "model #", "serial #", "device manufacture date", and "PMA/510(k)" are unknown. The device has not been available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Received a letter from an attorney that a customer sustained injuries when his wheelchair allegedly malfunctioned.